Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation the pacemaker and right ventricular lead exhibited noise which was represented as high ventricular rate. No device intervention was performed. Patient was asymptomatic and will continue to be monitored.